Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. The customer's blood glucose level was recorded at 326 mg/dl, which, while high, did not exceed 500 mg/dl. To address the elevated glucose level, the customer administered a corrective injection. Technical support assisted the customer in resetting the pump's malfunction code, which did not recur post-reset. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, and they confirmed understanding of these instructions.